Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: constant air in line alert. No patient harm a preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.